Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, the tip of the catheter broke off as it was being loaded onto the guide wire. The device was not used in the pt.